Manufacturer narrative:
(B)(4). Concomitant medical devices: 802602202 ¿ ceramic femoral head ¿ 3008817; unknown cup ¿ unknown part and lot; 00784802201 ¿ modular neck ¿ 63988735. Report source (B)(6). Customer has indicated that the product will not be returning for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00660.

Event description:
It was reported that patient experienced several dislocations after an unknown amount of time post initial total hip arthroplasty. The patient underwent a revision approximately 1 year post implantation where an intraprosthetic dislocation was confirmed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting there is a superolateral dislocation of the left hip arthroplasty. There is no fracture. Overall fit is maintained, bone quality is osteopenic. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.